Event description:
It was reported the patient is not receiving effective coverage and is receiving stimulation in unintended areas. A sjm representative met with the patient to troubleshoot the issue. During the visit, the patient would receive effective stimulation but later lose coverage. It was also reported the patient was in car accident and is undergoing chemotherapy for cancer which has slowed her healing process. X-rays were taken and revealed no anomalies. The physician suggested the patient needs more time to recover from her accident before attempting reprogramming. In turn, the patient will continue to use low stimulation for pain relief in her legs. Follow up revealed, the patient's scs system was explanted due to not receiving pain relief. It was also reported the physician wants to perform an MRI to evaluate the patient's condition.

Manufacturer narrative:
Results - as received the lead was incomplete, ie two terminal end segments 6.5 cm long and a paddle segment approximately 7.5 cm long. The terminal ends and the paddle was clear and no visual anomalies were observed. Functional testing was performed of the lead segments by measuring continuity between the contacts and the end of the corresponding cut wires. All channels passed continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.